Event description:
It was reported to medtronic minimed that the customer reported replace battery alert/replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The battery was not previously used. The battery cap was not loose, cracked or damaged. This was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. No harm requiring medical intervention was reported. The customer can continue to use the pump until replacement arrives if they install a new battery. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement and active current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 15.0 received the low battery alert (104) on 04/21/2025 06:33:00 faster than expected at 1.95 days. Battery cycle 14.0 received the low battery alert (104) on 04/19/2025 07:23:00 faster than expected at 1.79 days. Battery cycle 13.0 received the low battery alert (104) on 04/17/2025 07:03:00 faster than expected at 1.79 days. With reference to the baat tool instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿swapping out test boards confirms high sleep current measurement and active current measurement are isolated to electronic assembly. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and minor scratched lcd window identified during the visual inspection. Customer alleged for unexpected battery power loss was confirmed due to high operating current. Pump received with high sleep current measurement and active current measurement were isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.